Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The customer troubleshot with technical support. The customer replaced the power supply to address the issue.

Event description:
It was reported that the ventilator had a 24 volts error code. No patient involvement. Event date not specified; estimate used.